Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was leakage hole on tubing at the spike side during preparation before the surgery. The used generator¿s type is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing record found no discrepancies. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.